Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump on 2017-feb-06 revealed high battery resistance. As per the pump¿s log, baclofen with concentration 2,000.0 mcg/ml was being administered via a simple continuous dose rate of 250.2 mcg/day as of (B)(6) 2016.

Event description:
Information was initially received from a healthcare provider regarding a patient who was receiving lioresal via an implantable pump for intractable spasticity and cerebral palsy. It was reported that battery depletion occurred and the pump was explanted on (B)(6) 2017. The pump was returned for analysis. No patient death occurred; no patient symptom was reported. No further information was provided.